Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within a few months of implant, the right atrial (ra) lead was found to have dislodged. The lead was repositioned. Following the repositioning, the ra lead exhibited a loss of capture and high thresholds. Further investigation revealed that the lead had dislodged once more. The lead has been reprogrammed and currently remains in use. No patient complications have been reported as a result of this event.